Event description:
It was reported that the patient experienced a low blood glucose confirmed by fingerstick at school, with the school nurse and the patient¿s mother noting that the patient¿s phone lacked service on campus, and device data could not be synced for review. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose and recovery at school without emergency care or hospitalization. Investigation included attempts to obtain device reports and data synchronization, which were deferred until the patient could be reached. Investigation of this case revealed that the cause of the hypoglycemia was unclear because device data were unavailable at the time of the event, and no device malfunction or component issue could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.